Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189 , UDI: (B)(4), serial: (B)(6); batch:6933657.

Event description:
It was reported that the patient experienced ineffective/no therapy in the right side. Impedance check revealed high impedances on one of the leads. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op. Investigation was unable to determine which lead had the high impedance.

Manufacturer narrative:
Complaint was confirmed for impedance abnormal. As received, visual inspection of the lead was found with all the internal wires broken the all-broken wires will cause high impedance on lead, which will cause the loss of therapy. The cause for the event remains unknown.